Manufacturer narrative:
(B) (4). (B) (4). The device was received. The investigation is not yet complete.

Event description:
Device issue: guide wire separation. Time of device issue: during the procedure. Adverse event: separated tip remains in pt. It was reported that the procedure was being performed to place a pacemaker. The bmw guide wire was being used with several other guide wires and electrode leads. During the procedure, approx 6-8 cm of the distal tip separated and remains in the pt. There were no reported adverse pt effects and no medical intervention was required. No additional info was available.